Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high sodium (na) and potassium (k) results generated by unicel dxc 800 pro synchron clinical system. The results were not reported out of the laboratory. Repeat tests produced lower results, which were reported. There was no effect to patients or user.

Manufacturer narrative:
Qc prior to and after the event was within the established ranges. The customer is using the critical re-run feature, which helped the customer identify the high flyers. A bci field service engineer (fse) performed preventive maintenance. A definitive root cause has not been determined for this event.